Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with first two proximal struts stretched. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified left circumflex artery. After a 6f guide catheter and a 0.014mm guidewire crossed the lesion, pre-dilation was performed using a balloon. A 2.25mmx28mm promus element plus drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.